Event description:
The customer reported discrepant troponin I (access® accutni+3¿) results, for multiple patients, involving access® 2 immunoassay system. This report is one of two referencing the patients on the event date noted. The customer stated the results did not correlate with retested results, analyzed in duplicate on the same instrument. None of the discrepant results were released from the laboratory. There was no patient impact associated with this event. The customer has a protocol in place in which all troponin-test samples are analyzed in duplicate. After noting samples were not reproducing, the customer retested the samples on an alternate access® 2 system, and the values obtained correlated with the repeated results from the original instrument. The laboratory has a critical troponin I cutoff value of 0.04 ng/ml. All samples were normal in appearance and centrifuged for five minutes, re-aliquot preformed, then centrifuged again for five minutes. All samples were of lithium heparin plasma type. The customer indicated quality controls (qcs) recovered within expectation and is performed three times every 24 hours. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a passing system check. The fse then performed a high sensitivity system check with an elevated first repletion of the lumson and luminc portions. The fse rebuilt the precision pump and replaced the o-ring between the wash pump and fluidics manifold after noting micro-bubbles in the wash pump during the dispense cycle. There was still evidence of micro-bubbles. The fse then replaced the fluidics manifold and completed a successful system check, high sensitivity system check, wet/dry test and precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the incident is attributed to the fluidics manifold. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00073.